Manufacturer narrative:
(B)(4).

Event description:
The pump was being replaced due to ineffective therapy. The pt was in a "mva" approx 4 months ago and the pump/therapy hadn't worked well since. The device sys was used to deliver baclofen. A f/u report will be sent if additional info becomes available.